Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when loading a cartridge onto the pump which "inhibited" the customer from pushing the cartridge fully onto the pump. Reportedly, the customer was able to successfully insert the same cartridge after pushing the cartridge with more force. There was no impact to the customer's blood glucose level and insulin delivery was resumed.